Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled onto the pump and the touch screen became shattered. Additionally, the unlock screen as well as pump menu options were no longer present on the touch screen. Customer's blood glucose was approximately 99 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.